Event description:
It was reported, the pt is no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. Allegedly, the pt's lead has migrated. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.